Manufacturer narrative:
Device location unknown.

Event description:
It was reported that a patient underwent revision surgery to address two fractured xia 3 rods after an unknown time post-operatively. It was further reported that the patient was experiencing pain. This report captures the second of the two fractured rods.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient underwent revision surgery to address two fractured xia 3 rods at the caudal end of their construct approximately 8.5 years post-operatively. The physician reported that the patient had fused and was not experiencing pain. This report captures the second of the two fractured rods.